Event description:
Reporter alleged label of the test strip vial used with the blood glucose monitoring system has been "scratched off". Reporter stated the vial was not like that when opening the box. Reporter did not provide any other information regarding the alleged event. A request was made for the return of the suspect product and replacement product was sent.